Event description:
Kimberly-clark received a report stating, ¿the tubes really kink in places not visible, like in the patient's mouth. We have stopped using the tubes. If you don't open the patient's mouth and look you would miss the kink. When we tried to find out what was wrong, we couldn't. We discovered this when we would try to suction a patient and couldn't because of the kink. A total of three patients decompensated because of this, all patients are okay." (This MDR represents patient 3 of 3 reported by the reporting facility.) (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot, um2172xxx, reported in the three complaint incidences met manufacturing specifications. The device was not returned to kimberly-clark for analysis, therefore we are unable to determine a root cause for this reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.